Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05900 and MDR ID# 2134265-2013-05901. (B)(4). It was reported that post percutaneous coronary intervention, tvr was done. On (B)(6) 2011, the subject presented with unstable angina and undergone cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a long lesion located in the distal left circumflex (lcx) artery and extending to the 1st obtuse marginal (om) artery with 70% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre dilatation and placement of a 2.50 x 32 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a long lesion extending from left main coronary artery (lmca) to proximal lcx with 90% stenosis and was 40 mm long with a reference vessel diameter of 3.25 mm. Target lesion #2 was treated with pre dilatation and placement two overlapping 3.00 x 16 mm and 3.00 x 38 mm taxus liberte stents. Following the post dilatation residual stenosis was 0%. Three days post procedure, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the distal lcx was treated with pre dilatation and placement of a 2.75 x 28 mm promus stent. Following the post dilatation, residual stenosis was 0%. The event was considered resolved without residual effects on the same day and the subject was discharged on aspirin and open label prasugrel 1 day post procedure.